Event description:
It was reported that the tip of the driver shaft broke off in a screw during final tightening. The broken tip could not be retrieved, and remains in the screw which was implanted.

Manufacturer narrative:
Visual examination of the returned driver shaft confirmed the tip had broken off. Hardness testing was performed and the material hardness was found to meet specifications requirements. The cause of tip breakage cannot be positively determined. However, this type of breakage can occur when excessive force is applied to the instrument during final tightening. At this time, the complaint is considered to be closed.